Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was not receiving effective stimulation. Patient¿s lead was showing high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. This addressed the issue.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, visual inspection showed the returned lead found a damaged on the outer tubing. And all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event, the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.